Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was part of system revision due to endocarditis on one of their cardiac valves. No additional adverse patient effects were reported. The crt-p was explanted. Due to the limited information received, further follow-up to obtain related details was not possible.